Event description:
It was reported that, during a procedure, the device's motor kept running and could not stay in position. There was a backup device available. No significant delay or patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the pump motor continuously ran without pressurizing. The unit had a piston migration of 1.76 inches. The unit failed the weight test. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was then disassembled and debris was found within the solenoid valve housing and filter screen. The complaint was confirmed and the root cause has been associated with debris within the solenoid valve assembly preventing the valve from sealing properly. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.